Manufacturer narrative:
MFR report date: 02/11/2015. Internal file no: (B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.

Event description:
Customer reported a leak in the extension set during an infusion of tpn and lipids. Upon inspection, the customer noted a small hole in the set. No pt harm was reported. No further pt/event info was provided.

Manufacturer narrative:
Manufacturer's report date: 06/04/2015. The customer report of a leak was confirmed. There was a warped/puckered section on the vinyl tubing between the port and the male leur. Further visual inspection of the set noted no anomalies on the tubing and no cracks, crazing, breaks on the component s o f the set. During functional testing the set leaked at the warped section from a hole. The root cause of the leak was identified as a hole in the tubing. The malformation was identified to have occurred during manufacturing.